Event description:
It was reported that the pump would not charge despite the customer attempting multiple cables and power sources. There was no impact to the customer's blood glucose level. The customer stated that for the past four months, the pump had been worn during water aerobics and had been submerged in water for extended periods of time daily.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.